Event description:
Patient (pt) in interventional radiology for fistulagram. While doing angioplasty during procedure, balloon ruptured. Possible foreign body in graft in left upper extremity. Pt monitored and x-rays ordered.